Manufacturer narrative:
The problem was resolved through troubleshooting with the assistance of olympus technical support. To resolve the problem, technical support directed the user to verify connection of the electronic paddle to the video system center with the "up" side of the paddle connected; following the troubleshooting, every scope tested functioned as intended and no errors were observed.

Event description:
A user facility reported to olympus that a b30, scope communication error was generated on every scope tested with the subject device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the user had connected the scope upside down, and based on the information that the phenomenon was solved when the device was connected in the correct direction, it is likely that it was due to the user's connection mistake.